Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the sample was contaminated and further examination of the tracheal cuff's notches showed that the tracheal cuff's notch pierced the bronchial lumen under the tracheal cuff. Functionally, an attempt made to inflate the bronchial cuff failed as both the tracheal and bronchial cuffs inflated partially. It was reported that both double lumen's tracheal and bronchial cuff was inflating and deflating at the same time using either one of the inflation line. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during pre-test, it was observed that both double lumen's tracheal and bronchial cuff was inflating and deflating at the same time using either one of the inflation line as shown in the video attached. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.